Event description:
Site reported setup problems with the superdimension inreach system. The superdimension case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
The location sub-system, a component of the inreach system, has not yet been returned for evaluation. A service call to the site on (B)(4) 2012 by a superdimension technician found the lss defective. The lss was replaced, the system passed testing and the site was operational. Out of an abundance of caution, superdimension is filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.